Event description:
It was reported that this pacemaker had stored atrial tachy response (atr) episodes that were inappropriate due to far-field oversensing. Technical services provided reprogramming recommendations. At this time, the pacemaker system remains in service. No adverse patient effects were reported.